Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020 with patient identifier (B)(6) and the procedure was performed twelve days later. It was reported that a transient ischemic attack (tia) occurred. Transthoracic echocardiography (tte) performed on (B)(6) 2020 prior to the procedure revealed a left ventricular ejection fraction of 45 percent. Pre-implant assessment revealed one left atrial appendage (laa) lobe with windsock morphology and an ostium diameter of 20.7mm and length of 22.4mm. Prior to the procedure, aspirin was administered. An laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on 15 september 2020 with a complete laa seal and deployed device diameter of 22mm. Following the index procedure, the patient was started on aspirin and continued apixaban. The patient was discharged home the following day post index procedure. Nine hundred seventy-nine (979) days post procedure, the patient presented with aphasia. The patient was hospitalized for further treatment and evaluation of the event. The patient was on aspirin at the time of the event. Brain imaging involving computed tomography (CT) with contrast and a nuclear perfusion scan were performed to diagnose the event. The patient was diagnosed with a tia. The patient was given oral medication in response to the event. The patient was discharged home three days following their presentation of the event, and the event was considered resolved with sequelae four days post discharge.

Manufacturer narrative:
B5: describe event or problem - updated with event resolution date.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020 with patient identifier (B)(6) and the procedure was performed twelve days later. It was reported that a transient ischemic attack (tia) occurred. Transthoracic echocardiography (tte) performed on (B)(6) 2020 prior to the procedure revealed a left ventricular ejection fraction of 45 percent. Pre-implant assessment revealed one left atrial appendage (laa) lobe with windsock morphology and an ostium diameter of 20.7mm and length of 22.4mm. Prior to the procedure, aspirin was administered. An laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2020 with a complete laa seal and deployed device diameter of 22mm. Following the index procedure, the patient was started on aspirin and continued apixaban. The patient was discharged home the following day post index procedure. Nine hundred seventy-nine (979) days post procedure, the patient presented with aphasia. The patient was hospitalized for further treatment and evaluation of the event. The patient was on aspirin at the time of the event. Brain imaging involving computed tomography (CT) with contrast and a nuclear perfusion scan were performed to diagnose the event. The patient was diagnosed with a tia. The patient was given oral medication in response to the event. The patient was discharged home three days following their presentation of the event, and the event was considered resolved with sequelae four days post discharge. It was further reported that the event was considered resolved with sequelae on the same day after being discharged from their presentation of the event on 25 may 2023.

Manufacturer narrative:
Date of event - 22 may 2023 corrected to 20 may 2023.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020 with patient identifier (B)(6) and the procedure was performed twelve days later. It was reported that a transient ischemic attack (tia) occurred. Transthoracic echocardiography (tte) performed on (B)(6) 2020 prior to the procedure revealed a left ventricular ejection fraction of 45 percent. Pre-implant assessment revealed one left atrial appendage (laa) lobe with windsock morphology and an ostium diameter of 20.7mm and length of 22.4mm. Prior to the procedure, aspirin was administered. An laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2020 with a complete laa seal and deployed device diameter of 22mm. Following the index procedure, the patient was started on aspirin and continued apixaban. The patient was discharged home the following day post index procedure. Nine hundred seventy-nine (979) days post procedure, the patient presented with aphasia. The patient was hospitalized for further treatment and evaluation of the event. The patient was on aspirin at the time of the event. Brain imaging involving computed tomography (CT) with contrast and a nuclear perfusion scan were performed to diagnose the event. The patient was diagnosed with a tia. The patient was given oral medication in response to the event. The patient was discharged home three days following their presentation of the event, and the event was considered resolved with sequelae four days post discharge. It was further reported that the event was considered resolved with sequelae on the same day after being discharged from their presentation of the event on 25 may 2023. It was further reported that the patient had intermittent episodes of dysphagia and aphasia, which started on (B)(6) 2023. The patient was on aspirin and apixaban at the time of the event. On (B)(6) 2023 the patient presented to the hospital with dysarthria in addition to the previously reported admission of aphasia. On the same day, CT of the brain or head was performed which revealed stable and unremarkable findings. On (B)(6) 2023, an ultrasound carotid was performed which revealed details on the right carotid system: there was moderate plaque in the proximal internal carotid artery (ica), peak systolic velocities: internal: 81 cm/sec external: 109 cm/sec common: 57 cm/sec ica/common carotid artery (cca) velocity ratio: 1.4. Waveforms on the right were unremarkable. The left carotid system revealed that there was moderate plaque in the proximal ica and peak systolic velocities: internal: 87 cm/sec external: 89 cm/sec common: 56 cm/sec ica/cca. An electrocardiogram (ECG) was performed on the same day and no abnormalities were noted. On (B)(6) 2023, CT angiography of the head and neck was performed, which revealed distal segment left middle cerebral artery (mca) stenosis versus occlusion, moderate to severe short segment stenosis of right vertebral artery and bilateral moderate stenosis of the paraclinoid internal carotid arteries. On (B)(6)2023, CT angiography and head neck was performed, which revealed that no stenosis was noted in the brachiocephalic or bilateral subclavian arteries. The right common carotid artery was normal in course and caliber. There was partly calcified plaque involving the proximal ica with approximately 50 percent narrowing of the vessel. The right external carotid artery was normal in course and caliber. The left common carotid artery was normal in course and caliber and there was partly calcified plaque involving the proximal ica with approximately 50 percent narrowing of the vessel. The left external carotid artery is normal in course and caliber. On the same day, pulmonary perfusion was performed and was noted with symmetric perfusion to both lungs. No perfusion defects were noted. On the same day, the neurologist assessed the event as expressive aphasia and intracranial arterial stenosis, which was greatest at the left mca. The mechanism of the tia/cerebral vascular accident (cva) was not embolic and was likely atherosclerotic in nature due to symptoms localizing to the left mca territory where there was noted stenosis. The symptom of aphasia was due to the left mca territory where the stenosis was noted. The patient had intracranial arterial stenosis seen on imaging that was the greatest in the left mca territory. The patient was given the previously mentioned oral medication in response to the event on (B)(6) 2023. The patient was recommended to continue aspirin 81mg daily and apixaban.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes- updated.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020 with patient identifier (B)(6) and the procedure was performed twelve days later. It was reported that a transient ischemic attack (tia) occurred. Transthoracic echocardiography (tte) performed on (B)(6) 2020 prior to the procedure revealed a left ventricular ejection fraction of 45 percent. Pre-implant assessment revealed one left atrial appendage (laa) lobe with windsock morphology and an ostium diameter of 20.7mm and length of 22.4mm. Prior to the procedure, aspirin was administered. An laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2020 with a complete laa seal and deployed device diameter of 22mm. Following the index procedure, the patient was started on aspirin and continued apixaban. The patient was discharged home the following day post index procedure. Nine hundred seventy-nine (979) days post procedure, the patient presented with aphasia. The patient was hospitalized for further treatment and evaluation of the event. The patient was on aspirin at the time of the event. Brain imaging involving computed tomography (CT) with contrast and a nuclear perfusion scan were performed to diagnose the event. The patient was diagnosed with a tia. The patient was given oral medication in response to the event. The patient was discharged home three days following their presentation of the event, and the event was considered resolved with sequelae four days post discharge. It was further reported that the event was considered resolved with sequelae on the same day after being discharged from their presentation of the event on (B)(6) 2023. It was further reported that the patient had intermittent episodes of dysphagia and aphasia, which started on (B)(6) 2023. The patient was on aspirin and apixaban at the time of the event. On (B)(6) 2023 the patient presented to the hospital with dysarthria in addition to the previously reported admission of aphasia. On the same day, CT of the brain or head was performed which revealed stable and unremarkable findings. On (B)(6) 2023, an ultrasound carotid was performed which revealed details on the right carotid system: there was moderate plaque in the proximal internal carotid artery (ica), peak systolic velocities: internal: 81 cm/sec external: 109 cm/sec common: 57 cm/sec ica/common carotid artery (cca) velocity ratio: 1.4. Waveforms on the right were unremarkable. The left carotid system revealed that there was moderate plaque in the proximal ica and peak systolic velocities: internal: 87 cm/sec external: 89 cm/sec common: 56 cm/sec ica/cca. An electrocardiogram (ECG) was performed on the same day and no abnormalities were noted. On (B)(6) 2023, CT angiography of the head and neck was performed, which revealed distal segment left middle cerebral artery (mca) stenosis versus occlusion, moderate to severe short segment stenosis of right vertebral artery and bilateral moderate stenosis of the paraclinoid internal carotid arteries. On (B)(6) 2023, CT angiography and head neck was performed, which revealed that no stenosis was noted in the brachiocephalic or bilateral subclavian arteries. The right common carotid artery was normal in course and caliber. There was partly calcified plaque involving the proximal ica with approximately 50 percent narrowing of the vessel. The right external carotid artery was normal in course and caliber. The left common carotid artery was normal in course and caliber and there was partly calcified plaque involving the proximal ica with approximately 50 percent narrowing of the vessel. The left external carotid artery is normal in course and caliber. On the same day, pulmonary perfusion was performed and was noted with symmetric perfusion to both lungs. No perfusion defects were noted. On the same day, the neurologist assessed the event as expressive aphasia and intracranial arterial stenosis, which was greatest at the left mca. The mechanism of the tia/cerebral vascular accident (cva) was not embolic and was likely atherosclerotic in nature due to symptoms localizing to the left mca territory where there was noted stenosis. The symptom of aphasia was due to the left mca territory where the stenosis was noted. The patient had intracranial arterial stenosis seen on imaging that was the greatest in the left mca territory. The patient was given the previously mentioned oral medication in response to the event on (B)(6) 2023. The patient was recommended to continue aspirin 81mg daily and apixaban. It was further reported that the patient was diagnosed with an ischemic stroke as opposed to a tia.